Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level and high ketone levels. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A bolus was delivered and the pump supplies were changed to address bg level. Reportedly, the cause for the reported issue was due to the customer miscalculating the amount of carbohydrates consumed. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.